Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-may-2026, UDI#: 00763000916657 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 4 mg/ml at 0.3182 mg/day and bupivacaine 5.4 mg/ml at 0.4296 mg/day via an implantable pump. It was reported that the patient had return of pain approximately 1 week after (B)(6) 2024. No known environmental/external/patient factors to report. Dye/rotor study done by the healthcare provider (hcp) on (B)(6) 2025. Results: normal rotor function of pump. 3 attempts made to aspirate catheter without success. Imaging done as well which indicate catheter tip at approximately l3 when target level was t10. The hcp would be sending the patient back to hcp for catheter revision. The patient's catheter was replaced on (B)(6) 2025.

Event description:
Additional information was received from the company representative (rep) reporting that the issue was resolved. The catheter was disposed of per hospital policy and therefore would not be returned.

Manufacturer narrative:
H6 codes were corrected at the time of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.